Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she experienced low blood glucose of 34 mg/dl and 37 mg/dl. The customer treated with food. During troubleshooting, customer stated the drive support cap appeared normal. The customer also stated she was not giving as much insulin as the device was showing. Customer stated the programming appeared to be correct. The customer further stated there were some entries in the daily totals section that were not correct. The customer also stated she awoke on (B)(6) 2015 with blood glucose of 49 mg/dl, which was treated with chocolate milk. Customer was assisted with adjusting basal rates. At the time of this report, customer's blood glucose was 235 mg/dl. Customer was advised to monitor the insulin pump and call back if issues were to persist.